Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. There was no patient involved; thus no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit but was not able to reproduce the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.